Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 454mg/dl. Troubleshooting was performed. The caller mentioned that the insulin pump was dropped and it is cracked at the battery compartment. Advised the caller to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump was received with missing segments due to cracked zebra connector at lcd board. The insulin pump was received with broken battery tube threads.